Event description:
Customer reported when she applied the adc freestyle libre sensor, she noticed a "metal part sticking out (not the filament) and when she removed the sensor the metal part was still in her arm". Customer experienced bleeding, pain and was anxious about it and received unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted."

Manufacturer narrative:
The serial number of the freestyle libre sensor associated with this complaint is unknown. During investigation of the track and trend review related to sensor insertion issues in (B)(6) 2021, a failure mode was identified for a specific population of sensors. As the serial number of the sensor associated with this complaint is unknown, abbott diabetes care is unable to determine if this particular sensor was impacted by the observed manufacturing issue. Outside of the known manufacturing issue the available tripped trend reports for libre sensor and the reported complaint have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported when she applied the adc freestyle libre sensor, she noticed a "metal part sticking out (not the filament) and when she removed the sensor the metal part was still in her arm". Customer experienced bleeding, pain and was anxious about it and received unspecified treatment. There was no report of death or permanent injury associated with this event.